Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis revealed a proximal insulation abrasion at 71.5 cm to 71.8 cm from the connector pin.